Event description:
It was reported that the patient presented with a right atrial lead that exhibited noise. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.